Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited low impedance and high capture threshold. The lead was explanted. The patient tolerated the procedure well.